Event description:
During PICC insertion, unable to obtain internal ECG readings for PICC placement despite problem solving techniques. A chest x-ray was used to confirm PICC placement. When removed, the stylet had a slight kink. FDA safety report ID # (B)(4).

Event description:
During PICC insertion, unable to obtain internal ECG readings for PICC placement despite problem solving techniques. A chest x-ray was used to confirm PICC placement. When removed, the stylet had a slight kink. FDA safety report ID # (B)(4).